Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the tubing broken while the patient was wearing it event on (B)(6) 2026. The patient blood glucose level was high and treated with correction injection via multiple daily injection.